Event description:
It was reported that the ilet pump¿s display screen was shattered, and the patient asked about replacing a cracked or broken screen; the pump could still be operated, but a replacement device was arranged. Symptoms included no reported adverse clinical effects, and blood glucose was not impacted. Outcomes included device replacement and no medical intervention or hospitalization. Investigation included complaint intake and logistical review for replacement. Investigation of this device revealed physical damage to the device¿s display component consistent with a broken or cracked screen, without associated alarms or performance issues. It was concluded, based on previously established findings for similar reports, that the cause was user- or environment-related physical damage to the device.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.